Event description:
During an unknown procedure, the device fully cut, but only partially stapled. Stool spilled in abdomen. Another device was used to complete the case. Stool spill in abdomen. There no no reported patient consequence.